Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the use of the abbott diabetes care (adc) device was reported. The customer reported unspecified low glucose with the use of the adc device compared to an unspecified blood glucose test performed on a competitor brand meter. The customer did not notice a trend arrow on the device. As a result, the customer experienced symptoms of cold sweats resulting in a loss of consciousness ¿due to a severe low blood sugar event that the device failed to accurately measure.¿ no further information was reported during the troubleshooting guidelines process. A follow-up report will be submitted once additional information is obtained. There was no report of death, serious injury, or mistreatment associated with this event.